Event description:
After catheter insertion and attachment of extension set, leakage was observed. When connection of tubing to catheter was checked, it was discovered that catheter had separated from hub. Catheter was retrieved.